Event description:
The user had multiple drrs to print, and offsets were specified. The first drr printed correctly, but in subsequent drrs, the anatomy and beam were offset but not the CT image. The users noticed the error and reported the problem. No pt were mistreated.